Event description:
Event description boston scientific received information this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri). There is allegation of premature battery depletion and a stat analysis is requested for warranty purposes.